Event description:
Completed case on the "host" x-per station, fellow went to review waveforms on another x-per station and waveforms would not load. Fellow had to use the "host" x-per system in order to be able to review the waveforms.